Manufacturer narrative:
Approximate age of device - 4 months, 17 days. Manufacturer's investigation conclusion: a direct correlation between the device and the reported gi bleeding could not be determined through this evaluation. A full evaluation of the device could not be conducted as the device was not returned for evaluation. The patient remained ongoing on (B)(4) until he ultimately received a heart transplant on (B)(6) 2016. The IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted with an active gastrointestinal (gi) bleed and hematochezia (blood in stool) on (B)(6) 2016. The patient's hemoglobin level dropped from 10 to 6 which required multiple transfusions of packed red blood cells (prbcs). The patient underwent multiple endoscopies, which revealed friable gastric mucosa with active bleeding status post argon plasma coagulation. The patient received an epinephrine injection. It was observed that arteriovenous malformations were identified. The bleeding reportedly resolved on (B)(6) 2016. No additional information was provided.